Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information and also provide the results of the device investigation. Results of the device investigation: according to the investigation, the affected device was repaired by an unauthorized third-party company. The plug contains a screw which is not part of the defined material list. The characteristics of the original device were changed. Because we've identified a component not in the bill of materials, there may be other components we've not identified that may have contributed to the malfunction. Richard wolf gmbh considers this matter closed. However, in the event rwgmbh receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation(rwmic) submitting report on behalf of rwgmbh report.

Event description:
The purpose of this report is to report the results of the device investigation, see manufacturers narrative at the end.

Manufacturer narrative:
The investigation of this complaint is currently in progress. A follow up report will be submitted after the device evaluation or product history (if device not returned) has been completed and/or additional information become available. Rwmic is submitting this report on behalf of richard wolf (B)(4).

Event description:
Per rw (B)(4), the user describes the incident and the consequences for the patient as follows: "hook stripped of its protective shealth on 1mm, causing an electric burn of the small intestine on a patient."